Manufacturer narrative:
The report of difficulty disconnecting the driveline from the system controller connector could not be confirmed. The returned system controller passed functional testing and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. The system controller was connected to and disconnected from several different test drivelines without issue. The system controller was found to function as intended during analysis. The root cause of the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 0 days (calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During implant of a left ventricular assist device (lvad). It was reported that a connection could be made between the driveline and the system controller and the driveline not be removed without significant force applied while depressing the red release button. This reportedly occurred once during pump preparation and once when pump support was going to be initiated. The system controller was exchanged and no further issues were reported following the system controller exchange. There was no reported impact to the patient as a result of the difficulty connecting the driveline.